Manufacturer narrative:
No product return information from supporting documents: patient status: discharged. Etiology mitral valve: localized excess of tissue. Diagnosis for current repair: regurgitation. Mitral valve repair: quadrangular, sliding plasty. Closure of indentation, artificial chordal. Op report was not provided in english and is not translated. Faxed copy is not ilegible. No device is expected for return. No serial number was recorded in the hospital records. No customer letter was requested. This event was determined to be reportable per edwards lifesciences procedures. Serial number was not provided in supporting documents. No DHR review can be done as it was noted that there was "no available paperwork for the registry". Several requests were made for additional information by the clinician and sales staff during several visits documented in the adverse event review report of (B) (6) 2010 and by email on 05/28/2010. No additional information is available.

Manufacturer narrative:
On 08/06/2010 serial number was provided and DHR was done. Per follow up via site visit, it was learned that the device was explanted at implant. Patient's symptoms commenced on (B)(6)2009 and the surgery occurred on (B)(6)2009. Patient was discharged on (B)(6)2009. This was indicated to be an adverse event and device related by the clinical assessment. Per the adverse event report and source documents provided, this was an "intraoperative explant because the initial ring size, 36mm, was judged too large and was replaced with a smaller ring due to leakage." Patient also has an aortic valve -- date of implant and model unknown. Customer letter not required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reporter alleged the customer obtained a result of 100 mg/dl on aviva system 1 compared back to back with a result of 30 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated the customer was feeling very shaky, out of it, very sweaty and dizzy so she had to treat him with glucose, food, and juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reportedly, the device was explanted after an implant duration of .8 months due to continued mitral regurgitation. The device was sized too large and replaced with a smaller device. Per the cer: initial ring sized [to] 36mm; was later judged too large and replaced by same model 34mm device.